Event description:
It was reported that the patient had the ambicor penile prosthesis replaced as it would not deactivate. The device remained fully inflated for five months prior to the replacement surgery. During the surgery, the physician was able to deactivate the device. A larger device was implanted as the patient anatomy had stretched after five months of an inflated device. No further patient complications were reported.